Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 126 ohms. The sales representative will increase the upper rate limit to 150 ohms and turn off the beeping tones. At this time, the rv lead remains in service. No adverse patient effects were reported.